Event description:
It was reported that the patient presented in clinic for right atrial (ra) lead revision. It was previously noted that the ra lead exhibited low sensing in 2018 due to ra lead dislodgement during an unrelated procedure. The dislodgement was unaddressed and further exhibited increased capture threshold in 2024. A fluoroscopy imaging was performed and confirmed ra lead dislodgement. The ra lead low sensing was alleged to have caused undersensing and over-pacing, which then led to over-sensing and loss of capture on the right ventricular (rv) lead. Upon transesophageal echocardiogram prior to the revision procedure, it was also found that the rv lead had caused tricuspid regurgitation due to interaction with a tricuspid leaflet. The ra and rv leads were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to capture and oversensing were not confirmed. As received, only the distal portion of the lead was returned in one-piece with the helix partially extended and clogged with blood and tissue. Electrical testing was normal. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.